Event description:
It was reported that the infusion was programmed to run over four (4) hours but was complete in two (2) hours. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: concomitant med prod data, device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of cytarabine was not confirmed during extensive laboratory testing nor log review. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The ikp report was provided by the facility, however the ikp report does not contain keystroke programming and is not validated for log analysis purposes. Therefore, the logs were retrieved from the received devices via alaris system maintenance (asm) to ascertain programming and event details associated with the alleged incident. The review of the event logs showed the suspect pump module s/n (B)(6) was attached as channel b, and concomitant pump module s/n (B)(6) as channel a, on 09 august 2025 at 11:30 am. At 11:36 am the user programmed a basic infusion with rate of 999ml/h and vtbi of 15ml and was completed successfully after 54 seconds, meanwhile an IV remote infusion of cladribine drug was received with rate of 50ml/h and vtbi of 100ml with an expected duration of 2 hours, however between 1:14 pm to 1:52 pm the user changed the vtbi twice, the infusion with a new vtbi of 30ml was completed successfully. At 3:33 pm user programmed a suspected primming infusion with rate of 999ml/h and vtbi of 15ml and was completed successfully after 54 seconds. At 3:35 pm a new remote IV infusion of cytarabine was received with rate of 62.5ml/h and vtbi of 250ml with an expected duration of 4 hours, however at 5:30 pm the user changed the vtbi to 5ml and right after set it to 25ml. The infusion program alarmed for air in line and was restarted and stopped twice, after the pump module door was opened and closed, at 5:54 pm the user turned off the suspect device, there is no record of further infusions during the reported event day. From 3:33 pm to 5:54 pm, the logs confirmed this infusion programmed infused for 2 hours and 21 minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please replace bezel assembly. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an over infusion event could not be determined, the pump module was found to be infusing within specification, no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was programmed to run over four (4) hours but was complete in two (2) hours. There was patient involvement but no harm. Bd received additional information. Bd clinical practice consultant reviewed the data from infusion knowledge portal and reported the following information: "an unknown drug (basic infusion) was programmed at 999 for a vtbi of 15mls at 8/9/2025 at 15:33:34. This is a common practice in oncology to get the drug to the end of the line. At 15:35:04 the drug was prepopulated for cytarabine hd 3440mg in 250ml for a dose of 1502.2mg m2 at a rate of 62.5 ml/hour. This was the reported rate. The volume of 250mls at 62.5 ml/hour should have taken 4 hours to deliver. At 17:30:37 the vtbi is changed to 5. This is most likely when the nurse noticed the bag was almost empty. She completed the infusion down to the air in line sensor (2 bolus air in line alarms) and the infusion was restarted and stopped 2 times after the door had been opened. The infusion is stopped at 17:54:15. The assumption is the bag was empty at that time which is about 2.5 hours after it started. 250mls in 2.5 hours minus the 15 mls that was hyper primed into the line."